Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported that report as per phone call with nurse at facility. During a PICC insertion at medical imaging, a guidewire was unable to be withdrawn through the PICC at the end of the procedure. A radiologist then tried to forcibly remove the guidewire. The tip of the guidewire became dislodged in the patients body and was unable to be retrieved. The patient at this stage has been informed of the incident and appears has had no adverse outcome at this stage. The sample of the affected device was not kept and thus will not be provided.

Event description:
It was reported that report as per phone call with nurse at facility. During a PICC insertion at medical imaging, a guidewire was unable to be withdrawn through the PICC at the end of the procedure. A radiologist then tried to forcibly remove the guidewire. The tip of the guidewire became dislodged in the patients body and was unable to be retrieved. The patient at this stage has been informed of the incident and appears has had no adverse outcome at this stage. The sample of the affected device was not kept and thus will not be provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.